Event description:
It was reported to distributor, (B)(4), by facility, (B)(6), per facility the scale/cradle assembly broke during transfer and resident dropped back into her wheelchair. No injury reported at the time of the incident. Facility upset with their dealer "stated their dealer did not do the recall fix that these two lifts / scales / cradles were involved in". After searching my (B)(4) archival files involving said lifts, it was found that these units were affected by bhm recall of 2008. After further researching, it was found that dealer to facility was not involved in the recall fix instead the certified mailing informing this facility was directly mailed to the facility, received and signed for by the facility and verification card returned to joerns. Then our service team repaired one scale/cradle and was returned to the facility for use. The 2nd scale/cradle per facility, when asked where it was, they stated unable to locate this unit, so the service fix did not happen to the 2nd unit. Per facility, unit thereafter was found and put in service without notification to joerns and confirmation that it was serviced or fixed before they used it. This is being reported under malfunction, which could have resulted in serious injury of death as defined in 21 cfr part 803.3 / 803.5. Approx 1.5 years ago, the MFR [bhm] issued rework/recall # z-1135-2008 to prevent detachment of the cradle from the scale. Bhm MFR of scale/cradle has been notified of incident. Distributor (B)(4) issued return ra # (B)(4) for scale/cradle to be returned for eval and sent facility a new scale/cradle.